Event description:
Paramedics administered one shock to a patient diagnosed in cardiac arrest. Following the shock, the defibrillator allegedly displayed a connect electrodes alarm. After replacing the electrodes, additional shocks were administered to the paitent with no other problems reported. The patient was not resuscitated. The reporter indicated there were no adverse affects to the patient related to the reported malfunction.